Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced pericardial effusion that required pericardiocentesis. At the end of the procedure there was a drop in blood pressure in the patient. The pericardial effusion was confirmed by echo. The medical intervention provided was a pericardiocentesis. The patient was in stable condition. The physician mentioned that they believe the injury occurred while using a competitor catheter. At the time the injury was discovered, they were removing the catheters and only two bwi catheters were in the body (octaray and soundstar). Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced pericardial effusion that required pericardiocentesis. The device was returned to johnson & johnson medtech (j&j) for evaluation on 04-dec-2024. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician mentioned that they believe the injury occurred while using a competitor catheter. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).